Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for collagen deposition. The exact root cause was unable to be determined. The likely cause was determined to have been collagen deposition as a result of incorrect deployment technique. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that a permanent pace-maker implantation (ppi) was performed via the contralateral puncture. After the procedure, angiography confirmed that there was no stenosis around the puncture site and hemostasis was initiated with the angio-seal device. There was no problem until the insertion of the locator/insertion sheath assembly, but it was difficult to verify that the tip of the insertion sheath was properly positioned in the artery as there was not much blood flow from the drip hole. After inserting the assembly to a certain degree, considerable blood began to flow from the drip hole, so the physician proceeded to deployment. When the device/sheath assembly was withdrawn, collagen deposited in the artery and vessel occlusion occurred. The angio-seal device was removed from the patient and the collagen was attempted to be captured. However, the collagen was unable to be removed from the patient. Ppi was performed via newly punctured site on the ipsilateral side of the occluded artery. A stent was implanted to press the deposited collagen against the vessel wall and hemostasis was successfully achieved. The patient was discharged from the hospital the next day. The physician asked how many days it would take for the anchor and collagen to be absorbed into the body. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Health damage for the patient was not serious. The patient recovered and was discharged. The estimated blood loss was less than 250cc. Non-surgical intervention performed ppi, due to the event. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6b: explanted date: device was not explanted. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.